Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after one year of support, the patient was re-admitted to the hospital due to elevated levels of lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb). The patient reportedly also presented with bilirubin in the urine. A ramp test was not consistent with occlusive thrombus and the patient appeared clinically fine. Heparin and integrillin drips were administered for 48 hours which lowered the ldh levels and the patient was subsequently discharged home.

Manufacturer narrative:
The patient continues on lvad support without any further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.